Manufacturer narrative:
As no further information is expected regarding this issue, this investigation is complete. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this left ventricular lead dislodged. It was observed that the dislodgement was caused by the patient, as he touched the pocket frequently. This lead was successfully repositioned. No adverse patient effects were reported following the procedure.